Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
It was reported that during an ex-fix procedure, the surgeon was inserting pins into the tibia and the t-handle would not come off, it would not release the t-handle from the pin. The pin was temporarily jammed and they had to meddle with the pin on the backtable to get it out. The t-handle failed, because of this it prolonged the procedure for about 10 mins. The surgeon re-used the same pin to complete the procedure and there was no harm to the patient reported. This report is for an unknown t-handle. Event #1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device 393.19 was obsolete in 1987, records for that time period are not available. Due to the age of the device this issue is considered invalid.